Event description:
A hospital in (B)(6) reported via our distributor that the feedset of an mr290v vented autofeed humidification chamber was damaged during set up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint chamber is en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) method: the complaint chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: the visual inspection revealed a break in the feedset tubing at the connection to the chamber. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot 110308. Conclusion: the damage appeared to be caused by the feedset tube being pulled away from the chamber, possibly due to the feedset tube being caught or under tension. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. Our hourly process monitoring identified that the feedsets on the mr290 chambers break at 50-55n. This suggests that the damage to the feedset tube only occurred after it was released for distribution. In addition, all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage to the feedset tube occurred after release for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that the feedset tube of an mr290v vented autofeed humidification chamber was damaged during set up. No patient consequence was reported.